Event description:
It was reported by the physician that the patient's device had high impedance after a hospital stay. The patient was referred for a surgery due to the high impedance. At the surgery the generator was removed and tested with a test resistor and a high impedance value was observed. The generator was replaced and the impedance value of the vns system was within normal limits. The patient was stated to have had an increase in seizures associated with the high impedance. The physician suspected that there was an issue with the generator as there were no observed disconnections or discontinuities with the lead. He also stated that there was no relevant trauma for the patient that would have caused the high impedance value. A review of the manufacturing records were performed for the device which showed that the lead and generator passed all functional tests prior to distribution. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.